Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. There was no pt involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.